Manufacturer narrative:
The biomedical (biomed) engineer reported to the remote service engineer (rse) that a 1122 blower temperature high alarm error occurred. The rse reviewed the suggested repair for the 1122 error code per the service manual with the biomed, which includes verifying that the air inlet filter was not dirty or blocked and also verifying that the cooling fan was operational. The biomed informed the rse that the air inlet and cooling fan filters were clogged and replaced the filters. The biomed informed the rse that the device ran for an hour without any issues. The rse advised biomed that the filters are the first item to address per the service manual as the air inlet filter should be inspected and replaced at regular intervals to ensure proper system performance. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical (biomed) engineer on the v60 indicating that a 1122 blower temperature high alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the device was swapped out for another ventilator. The remote service engineer (rse) reviewed the suggested repair for the 1122 error code per the service manual with the biomed, and the biomed informed the rse that the air inlet and cooling fan filters were clogged. The biomed replaced the filters and ran the device for an hour without any issues. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.